Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
I was contacted, again, by (B)(6) hospital ((B)(6)) regarding another unseated chpv valve. Per rep: please provide a detailed description of the event. Unseated valve was noticed during a scan of the valve please provide the date you were first informed of the described event. On 7/29/2016. Please provide the original implant and explant date if known. Unknown, however, awaiting more details from the customer. Please supply the product code of the device involved in the reported incident. Chpv, unsure of exact product code. Did this event occur intra-operatively? No. Did the reported event cause any delays in the procedure or surgery over 30 minutes? No. What action was taken to resolve the issue? No. The patient is not experiencing any issues. Were there any adverse consequences to the patient? No. Please provide the date the described event occurred. Unknown. Is the device being returned for evaluation? No as there will not yet be a revision. Is there a serial or lot number you can provide? No.